Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was unknown. It was reported the patient was hospitalized for the event two days prior to receipt of this report. Treatment was not reported. It was not reported if the hernia was present prior to pd therapy or if the hernia worsened after the start of pd therapy. At the time of this report the patient was recovering from this hernia event. Pd therapy was ongoing. Additional information was unable to be obtained.

Manufacturer narrative:
(B)(4). It was reported that the patient was diagnosed with a hernia on an unreported date in (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.